Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead helix came out suddenly during the implant. Prior to the implant, the patient received an atrioventricular ablation. After closing the pocket, the patient complained of pain. It was not clear whether the pain was from the lead or the ablation. The pocket was reopened and the lead was retracted. The chest pain was there but getting better. The same lead was re-implanted and the pain decreased. The lead is still in use. No further patient complications have been reported as a result of this event.